Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with blood glucose reportedly reaching a low of 41 mg/dl and occurring on a near daily basis over several weeks; the user treated episodes with oral fast-acting carbohydrates and did not report alarms or alerts. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included the need for self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.